Event description:
It was reported that the lead dislodged two times during the implant procedure. Upon removing the lead from the body it was reported to be slightly bent at the pin on the tool area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analysis noted tissue visible inside helix and the connector pin is slightly bent (damaged at implant attempt) but no issue extending or retracting helix.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.